Event description:
The customer reported that erroneous, elevated total human chorionic gonadotropin (tbhcg) results above the normal reference range were generated on two unicel dxi 800 access immunoassay systems for multiple patient samples over multiple days. This report is two of two and represents the erroneous, elevated total human chorionic gonadotropin (tbhcg) result, above the normal reference range, which was generated on unicel dxi 800 access immunoassay system serial number (B)(4) on (B)(6) 2011 for one patient sample. A repeat test was performed on the same instrument and an elevated tbhcg result above the normal reference range was generated again. The repeat erroneous result was released from the laboratory and the patient's scheduled cardiac catheterization procedure was temporarily delayed due to the erroneous tbhcg result. The sample was respun and repeated on another instrument. The repeat result was within normal reference range and considered valid. A secondary urine hcg test confirmed this instrument's result. Instrument calibration results were within the customer's established ranges prior to this event. No additional system information was provided by the customer. The tbhcg sample was collected in green topped plasma lithium heparin tube. The sample was a full draw and appeared "normal" in appearance without any visible abnormalities. No additional patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
The customer declined service. A definitive root cause has not been determined to date for this event. Associated MDR for this event: 2122870-2011-02299.